Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A patient called on (B)(6) 2016 stating that they had a loss of stimulation. The patient programmer (pp) indicated that stimulation was on, and they had the ability to change stimulation. They stated that they were having trouble with "lead 1", noting that it was not working at all but the second one worked. They turned 2 down to 0.0 volts and turned 1 all the way up, but they didn't feel anything. This occurred a couple weeks prior in early (B)(6). There were no related falls or trauma reported. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.